Event description:
It was reported that a malfunction alarm occurred with a customer's pump. There was no adverse impact to the customer's blood glucose level, remaining below 500 mg/dl. The customer was assisted by technical support to reset the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue recurs.